Event description:
Compainant alleged that during biomed testing the device displayed "pacer faul 117,"and bridge test failed," messages complainant indicated that there was no patient involvement in the reported malfunction.